Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed. Through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device failed to discharge energy as expected. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.